Manufacturer narrative:
Eval summary: the analysis results confirmed that the instrument was received in good visual condition; the instrument was tested for functionality and it fired the remaining 49 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the affiliate that during an exploratory laparotomy the staples were not formed properly. No pt consequences were reported. Device will be returned.